Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with constant air in line alarm was confirmed but not duplicated by a baxter service technician. This condition was caused by an air in line (ail) printed circuit board (pcb) failure. The ail pcb was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed that this device was previously serviced for the reported condition the air line printed circuit board was recalibrated during previous service. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant false air in line alarm upon power up in 2 north unit. There was no patient involvement. The software version of this device is currently unknown. No additional information is available at this time.